Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue was related to an field action. Ge healthcare (gehc) reported a field modification for an issue that prevents effective mechanical ventilation in volume control ventilation (vcv) mode per 21 cfr 806 on 02-apr-2025. The FDA recall numbers are: z-1624-2025, z-1625-2025, z-1626-2025, z-1627-2025, z-1628-2025, z-1629-2025, z-1630-2025, z-1631-2025, z-1632-2025, z-1633-2025, z-1634-2025, z-1635-2025, z-1636-2025, z-1637-2025, z-1638-2025. Customers were sent a letter explaining the issue and providing instructions for inspecting for effective ventilation in volume control ventilation (vcv) mode. Gehc will correct all devices that fail the ventilation screening test at no cost.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in potential loss of mechanical ventilation. There was no patient involvement.